Manufacturer narrative:
(B) (4): the lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. The lots that were used are lot #h09g9314, h09h2395, and h09h2397. This part is not approved for use in the united states; however a like device catalog #75446545, 510k # k042025 was cleared in the united states. The manufacture date for lot h09g9314 is 08/04/2009; the manufacture date for lot #h09h2395 and h09h2397 is 09/17/2009. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a plif at l4-l5 and a plf at l5-s1 using posterior fixation. It was found at unk time post-op that the screws on both sides of s1 were broken. The pt bone reportedly was hard. In addition, a revision surgery might be required due to fusion failed at l5-s1.